Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that subject device had cannot seal. The issue occurred during surgery for therapeutic type, which was completed using similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. It is likely that reportable malfunction has caused by the instrument jaws not closed completely. Insufficient amount of tissue is grasped. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that subject device had cannot seal. The issue occurred during surgery for therapeutic type, which was completed using similar device. There were no reports of patient harm.